Event description:
A hospital infection control coordinator reported that bronchial washings from four pts had positive cultures for methicillin-resistant staphylococcus aureus (an antibiotic resistant staphylococcus aureus infection) following procedures with the same olympus bronchoscope. Prior to the occurrence, the pts were being treated for pneumonia. The coordinator cannot determine if additional treatment was required after the positive cultures were identified.